Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. 510(k) no: k130280. The actual device was returned for evaluation. Visual inspection revealed that the purge line tube had been fractured at the joint with the one-way valve. The actual sample was rinsed and subjected to visual inspection. It was found that the fractured section of the tube had a trace which implied that the tube may have been pinched with forceps. Magnifying and electron microscopic inspections of the fracture cross- section of the tube confirmed there was not any anomaly on the surface that could have been a trigger of the generation of the fracture with no embedded foreign substance or air bubbles trapped in the material. On the surface, there were some streaks starting at one point. The purge line tube was cut vertically at one point and the cut cross-section was inspected under magnification. There was no unevenness in the wall thickness. The outside and inside diameters of the tube were confirmed to be equivalent to those of the current product sample. Reproductive testing was performed on the current product sample of the involved product code. The test sample was set on the holder and a turn was given to the oxygenator module. As a result, the purge line tube was exposed to pulling force and became fractured at the joint with the one-way valve. Magnifying and electron microscopic inspections of the fracture cross-section of the tube revealed that it was in the state similar to that of the actual sample. A review of the device history record and product release decision control sheet of the involved product code/lot number combination revealed no findings. IFU states: do not use an oxygenator and reservoir that leaks. Replace it with another capiox fx05 oxygenator and reservoir. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. Based on the investigation results, it is likely that manipulations to the change of the direction of the oxygenator module were given to the actual sample during the set-up, by which the purge line tube was exposed to some pulling force which exceeded the strength limit of the purge line tube, resulting in the fracture. However, the exact cause of the reported event cannot be definitively determined based on the available information. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022.

Event description:
The user facility reported that after priming of the involved capiox fx05 with some blood, the perfusionist found some liquid on the ground. He found that the vent line was broken. The event occurred pre-treatment; therefore, no patient was involved.